Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent the total knee arthroplasty with the attune medial dome pat for the osteoarthritis of the left knee joint. During the surgery, when the nurse tried to open the lid of the attune medial dome pat, the lid did not come off properly. Therefore, the attune medial dome pat nearly got unsanitary. The surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Photo was reviewed and the allegation can be confirm. The lid did not come off properly. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device.